Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn under front left side by front therapy electrode below the nipple line and there is now a scar under her left breast. No evidence of a treatment being delivered. The patient ended use.